Event description:
The account alleges that the head section will not lower, resulting in an inability to achieve CPR. No injuries were reported.

Event description:
Reporter alleged obtaining the results of 438 mg/dl, 205 mg/dl, 365 mg/dl and 183 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.